Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "will not power up" was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of "will not power up." The event was reported to have occurred upon power up in the central supply department. Later, a damaged battery was assigned by the quality engineer to be the problem; this condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.